Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that the laser stopped at 97 percent of a refractive operation. The device could not complete the vacuum process. The surgery could not be continued and was postponed. Upon follow up, a new surgery was planned for this patient and was completed without any problems. As a result, there was no problem that could cause distress to the patient.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. The logfile review could confirm the reported event but the root cause for the interrupted treatment could not be determined conclusively. It could either be caused by the surgeon not pressing the foot pedal completely or an intermitted hardware defect or foot pedal). However, no further issues occurred in the following treatment days indicating that the hardware was working fine. Thus, the root cause cannot be determined conclusively. Review of the device performance could not confirm a hardware defect. The most likely root cause could be that the surgeon was not pressing the foot pedal completely. The manufacturer internal reference number is: (B)(4).